Event description:
In attempt to remove foley, the balloon would not deflate. Tried multiple times to deflate foley balloon unsuccessfully. Documentation stated 10mls was put into balloon. Only able to draw back 1/2 ml and tubing would collapse. Assessed penis and found balloon in the shaft of the penis in the urethra. Urology said to cut the foley line to get the balloon to deflate slowly with pressure. Balloon would not deflate. Urology consulted bedside. Urology cut distal end of foley completely off and still balloon remained inflated. Urology placed guide wire in balloon port and advanced wire. Removal of guidewire resulted with a gush of water with deflation of balloon. Foley removed without issue with blood present.